Manufacturer narrative:
Results: the jet7 was kinked in multiple locations from approximately 121.5 thru 124.0 and 129.0 thru 131.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter was kinked in multiple locations along the distal shaft. If resistance is encountered while retracting the non-penumbra stent through the jet7, damage such as kinks may occur on the distal shaft. Further evaluation of the returned jet7 revealed that resistance was encountered while retracting the non-penumbra stent out of catheter. After removing the non-penumbra stent completely out of the jet7, no visible damage was observed. However, blood clot was observed inside the stent cage. The blood clot inside the stent cage may have contributed to the resistance during the procedure. During the functional test, the jet7 was able to be advanced through a demonstration neuron max without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7) and non-penumbra stent retriever. During the procedure, the physician successfully completed two passes in the target vessel using the jet7 with adapt technique and then decided to use the jet7 along with the stent retriever, utilizing the solumbra technique. While retracting the stent retriever from the jet7 on the third pass, the physician experienced difficulty, and the stent retriever was getting pulled with the jet7; therefore, they were removed as a unit. It was reported that in the process of removing the jet7 and stent retriever, the distal end of the jet7 ¿accordioned.¿ the jet7 with the stent retriever inside was then flushed using a 20cc syringe and introducer; the introducer was attached to the syringe and used to funnel the saline into the jet7. After a short while, the physician was able to pull the stent retriever out of the jet7, and the jet7 no longer appeared "accordioned." Next, the physician completed a fourth pass using the stent retriever and the jet7 and removed them as a unit. After removal, the physician noticed that two areas on the distal end of the jet7 ¿accordioned," and subsequently, the physician decided not to use the jet7 for the remainder of the procedure. The procedure was completed using another jet7 and a smaller non-penumbra stent retriever. There was no report of an adverse effect to the patient.